Event description:
It was reported that intermittent occlusions occurred. The customer's blood glucose level was "high", although specific value was not provided on (B)(6) 2025. To address the high bg, the customer administered a correction bolus using the pump and resumed insulin deliveries independently, without requiring third-party assistance. Reportedly, the customer continued to use the pump for insulin therapy.